Event description:
Reportedly, the distributor found that during testing of the ventilator, no audible alarm was detected. It was determined that the sound board was defective.

Manufacturer narrative:
(B)(4).